Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted:(B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of the report. A supplemental report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found a motor feedthru anomaly of shorting across the insulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient experienced withdrawal symptoms and heard the pump alarm. The pump was interrogated and the logs showed that there were 5 motor stalls that occurred on (B)(6) 2015. The first motor stall occurred at 10:48am and the last motor stall occurred at 7:06pm and there was no motor stall recovery after that. The "stopped pump period may exceed tube set" message occurred at the same time as the last motor stall. A nurse stated the patient's caregiver just started wearing magnetic bracelets and suggested that those may have been the cause of the motor stalls. It was noted patient did not want the pump replaced. The patient lived an hour and a half away from the pain clinic. It made it difficult to manage the refills and titration process for the patient. The pump and catheter were removed without replacement as a result of the event. The issue has been resolved. The pump was infusing hydromorphone with 2 mg/ml at 0.8644 mg/day and bupivacaine with 6 mg/ml at 2.5933 mg/day. The patient¿s status at the time of the report was alive with no injury. The patient¿s medical history included spinal pain. A follow-up report will be submitted if more information becomes available.